Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that over the last three weeks, the customer experienced multiple issues with cartridges leaking between the cartridge patient line and the cartridge septum. The customer's blood glucose (bg) level was impacted (up to 490 m/dl). The customer took a correction via manual injection. The customer was able to load a new cartridge and resume insulin delivery. At the time of the call, the customer believed that insulin was leaking at the cartridge patient line base/septum after delivering a bolus. The customer's bg level was 282 mg/dl. The customer took a manual injection. It was indicated that the customer would load a new cartridge from a different box..